Event description:
The customer reported via phone call that she has been experiencing high blood glucose. The customer had changed the set on sunday (B)(6) and had to change it again the next day. Blood glucose value at the time was over 500 mg/dl; current value is 407 mg/dl. She experienced lower back pain. During troubleshoot; it was stated the drive support cap is recessed. Insulin pump failed the high pressure test the first time and passed the second. Customer still did not trust the insulin pump and requested it to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.